Manufacturer narrative:
The customer¿s report of an error message was confirmed. The pcu event log shows that four pump modules were in use and infusing prior to a power off event. At 7:14 am on (B)(6) 2018, the user programmed a delay for 5 minutes for pump module s/n (B)(4). Four seconds later the user programmed a delay for 5 minutes for pump module s/n (B)(4). Within 1 second of confirming the delay, the user also selected pump module s/n (B)(4) (and programmed a delay for 5 minutes). These events occurring almost simultaneously triggered an 800.8000 error. The root cause of the reported event was identified as a fatal 800.8000 error.

Event description:
The customer reported that when drawing labs from a patient's PICC line, all infusing medications were paused including tpn, lipids and precedex. While the pumps were paused, an error message displayed and all of the pumps shut down. The nurse restarted the medications to include a cardene drip that was also shut off by the system error. There was no report of patient harm.